Manufacturer narrative:
Insulin pump received with a47 alarm in the history file. A47 alarm due to corrupted history file. Unit had scratched display window, cracked display window corner, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received an error alarm on the insulin pump. No further information reported.